Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the entangled clip, the single leaflet device attachment, and surgical intervention. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). It was a challenging procedure due to a rotated heart angle. The clip delivery system (cds) became entangled in chordae in the a2 segment. After troubleshooting attempts to remove the entangled cds were unsuccessful, it was decided to deploy the clip where it was. The posterior mitral valve leaflet (pml) was in one clip arm. The other clip arm had chordae from the anterior mitral valve leaflet and the anterior mitral valve itself. After clip deployment, the pml came out of the mitraclip. The clip remained attached to the a2 leaflet and the a2 chordae. There was no tissue injury from the clip issue. The procedure completed with unchanged mr. The patient underwent a surgical mitral valve replacement and tolerated the surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history did not indicate a lot-specific quality issue. The reported entrapment of device or device component (clip caught on chordae) appears to be related to patient morphology/pathology (rotated heart angle), the reported single leaflet attachment is a cascading effect of the chordal entanglement. The unchanged mitral regurgitation is a result of the chordal entanglement and therefore related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.